Event description:
No additional event information available.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). D4 - UDI# (B)(4). The device history record for zimmer skin graft mesher serial number (B)(4). Was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the service technician who performed the evaluation and repair. On (B)(6) 2019, it was reported from dunedin hospital that a mesher would not feed skin through it on(B)(6) 2018. The customer returned a zimmer skin graft mesher serial number (B)(4). As well as a 1.5:1 cutter serial number(B)(4).for evaluation. Evaluation of the device on (B)(6) 2019 noted that none of the pretests could be performed due to a bent comb and that the device was returned with a meshgraft ii handle. It was recommended for the comb, shoulder bolts, washers, and nuts to be replaced. The 1.5:1 cutter was also tested and noted to not product a passing cut. It was recommended for the customer to purchase a replacement. Repair of the mesher occurred on 8 february 2019 and involved replacing the comb, shoulder bolts, washers, and nuts. The technician then tested the device and verified that the mesher was functioning as intended. The device was then returned to the customer without further incident. The device was tested, inspected, and repaired. While the service technician confirmed that the comb was bent, which would prevent the device from properly moving skin through it, it cannot be determined from the information provided as to what caused the comb to become bent. Therefore, the root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Skin graft mesher was not feeding through. There was a delay of unknown length during surgery. No additional consequences were reported as a result of this malfunction.